Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing ineffective stimulation. As a result the scs system was explanted (reference MFR. Report:3006705815-2016-00190 for ipg issues).